Event description:
Boston scientific received information that during an interrogation the device displayed a code indicating there was an extended charge time outside of specification. A manual capacitor reformation was attempted but cancelled after approximately one minute of tone. The field representative noted that the patient was still an inpatient at the hospital and the device currently remained implanted. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.